Event description:
There was no patient involved in this event. Pad unit will not power on with a known working pad-pak.

Manufacturer narrative:
The history log showed the pad-pak was first installed on the 11th march 2012 and performed to specification throughout the history log, up to and including the final history log entry on the 19th july 2015. The returned pad-pak was installed, no activity was seen from the device. A test pad-pak was installed, all leds initially illuminated however no further activity was seen from the device. Measurements taken from the test pad-pak indicate the device had damaged the test pad-pak, likely causing the battery pack fuse to blow. The device was disassembled for investigation. Upon visual inspection of the printed circuit board the c9 capacitor was found to be vented. Investigation found the reported fault can be attributed to failure of the of the c9 causing damage to the pad-pak fuse. The functionality of the circuit is tested before dispatch from heartsine, it is concluded the component functioned correctly during testing at heartsine.